Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the no delivery test due to prime anomaly. The pump was received with cracked battery tube threads, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm and damage. The blood glucose at the time of the incident was 162 mg/dl. The customer states the pump had cracks around the battery compartment. The customer decline to complete the troubleshooting for the no delivery alarm. The device will be returned for analysis.